Event description:
The following description of the event was copied from an e-mail from the foreign distributor in (B)(6). "Alarm silence button always active (yellow led at this button always on and if alarm occur we only show alarm light dont hear any alarm sound.)"

Manufacturer narrative:
The following information concerning the evaluation of the device is a summary of the information documented by carefusion technical support in response to information provided by the distributor in (B)(6) via e-mail. Based on the information provided by the vietnam distributor, the carefusion technical support specialist determined that the most likely root cause of the reported event is a faulty alarm silence button on the alarm display pcb. The carefusion technical support specialist advised the distributor to replace the alarm display pcb. Additionally, carefusion technical support communicated to the distributor to ensure that the end use is not spraying cleaning agents directly on to the alarm silence button as this may cause the button to stick in the silence position. On (B)(6) 2014 the distributor reported that the device has not been repaired and that the repairs will be completed once the hospital approves the repairs. Should the alleged faulty alarm display pcb or additional information become available, carefusion will submit a follow-up medwatch report.